Manufacturer narrative:
Block d2b: lgw, qrb. Additional suspect medical device component involved in the event: model number/catalog number: sc-1216, serial number: (B)(6), batch/lot number: 803105, model/catalog description: wavewriter alpha 16 ipg kit, unique identifier (UDI)#: (B)(4), model number/catalog number: sc-4318, serial number: batch/lot number: 38078672, model/catalog description: clik x anchor sterile kit, unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient experienced a loss of stimulation due to lead migration, which was confirmed through imaging. The patient underwent a spinal cord stimulation (scs) replacement procedure. Patient was doing well postoperatively. Unable to return explanted device due to facility protocols.